Manufacturer narrative:
Attempts for been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The customer complaint was not duplicated and the unit was determined to be functioning as designed.

Event description:
It was reported by the customer that the device has tilted totally 3 times in last 6 months. When it is tilted, it does not reacts to buttons nor any actions when the screen is frozen. The customer has also stated they have to remove the battery to get it restarted again. It was also reported the battery when the battery is depleted totally then and it requires a lot of recharging. There was no known impact or consequence to pt.